Event description:
It was reported that the patient presented to the or for a non-device related surgery. Upon device check, increased capture threshold and reduced r-waves were observed. The sense/pace portion of the lead was capped and replaced. The defib portion remains active. There were no patient symptoms reported.